Event description:
It was reported that the patients device was receiving end of battery life message on the remote control. The ipg was replaced.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was receiving end of battery life message on the remote control. The ipg was replaced. Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was not released by the medical facility.